Event description:
The FDA and potential users of the dexcom g7 need to know that the cgm routinely does not last 10 days and it often shows wildly inaccurate glucose readings. I have been using the g7 for over a year now and rarely do I get an accurate sensor out of the box that doesn't need many calibrations, if it even accepts the calibration! Days 7,8,9, and 10 often show so many "brief sensor errors" that the sensor becomes worthless and I will need to remove it before the advertised 10 days.